Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The original na results for 3 samples were 136, 138 and 138 mmol/l. The operator noticed low anion gaps and recalibrated the system, ran qc and performed repeat analysis upon which the results were 141, 140 and 141 mmol/l respectively. The results were reported out of the laboratory. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
The system is calibrated every 24 hours and qc is run every 8 hours and was within the lab's established ranges prior to the event. The operator noticed anion gaps and recalibrated the system and qc was run with acceptable results after which the samples were repeated. Pre-analytical effects and sample preparation were discussed with the customer. Following instructions from bci hotline, the customer replaced the na electrode. There were no further calls to hotline regarding any issues. A malfunction will be assumed for the purpose of this report.